Event description:
The baxter field service tech reported, on behalf of the facility a colleague pump with damaged pump head module (phm) keypad. It is unk when this event occurred. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the evaluation, or if any additional details become available.